Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor pad fractured during surgery. The fractured piece was easily retrieved from the surgical site.

Manufacturer narrative:
Visual inspection of the returned section of the persona femoral ps impactor pad confirmed that the part had fractured. Only one of the pieces was returned. Missing piece was not retained by patient, but was discarded at the hospital so analysis of the second piece is not possible. It was also noted that the returned portion of the pad shows gouging on the proximal surface. The lot number is unknown, as the discarded portion contained the lot information. Therefore, it is unknown how long the product was in the field, a device history record review could not be completed, and a product history search could not be performed. This device is used for treatment. Per the the manual orthopaedic surgical instruments states, ¿polymer materials have a limited useful life. If polymer surfaces turn ¿chalky,¿ show excessive surface damage (e.g. Crazing or delamination), or if polymer devices show excessive distortion or are visibly warped, they should be replaced.¿ corrective and preventative action has determined that the cr impactor pad experiences more fractures than the ps impactor pad because the cr undergoes higher stress during impaction than ps. Based on the information provided, it is likely that the fracture is a result of normal wear during the instrument¿s field life.